Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl, while wearing the pod between 24 and 36 hours. The patient reported cannula being bent when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.